Event description:
There were two epicardial leads implanted and both exhibited undersensing and with high pacing thresholds issues. The patient is very sick and at one point in time they performed CPR on him that could have contributed to higher thresholds. The patient had an aortic valve replaced the day before the pacemaker was placed. The patient's chest was still open and the surgeon elected to use epicardial leads instead of transvenous. The rep doesn't know what his reasoning was for placing the leads off-label other than the patients chest was already open. The patient needed a dual chamber pacemaker and therefore two of the leads (4046) were placed on the right atrium and two of the leads (4047) were placed on the right ventricle. The initial activated leads were capped and the backup two leads were activated and are currently in use. This is similar to events MDR 2183787-2020-00081.